Event description:
It was reported that the user removed the ilet overnight, later kept it off for an MRI, and subsequently experienced elevated glucose while off therapy; after the scan, the user called for assistance and was guided through a full supply change with normal completion, and the user utilizes a contact detach steel infusion set. Symptoms included hyperglycemia. Outcomes included no hospitalization, no injury, and no alarms. Investigation included telephone troubleshooting and user education. Investigation of this case revealed no device malfunction and normal operation after supply change, with the event associated with therapy interruption during imaging. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.